Event description:
It was reported that the customer experienced incorrect settings, which resulted in a visit to the emergency room. During the incident, the customer's blood glucose level was recorded at 23 mg/dl. The customer received IV fluids and dextrose as treatment, which resolved the issue, and there was no permanent damage identified by healthcare providers. Customer was discharged later the same day. Tandem technical support assisted the customer in updating the correction factor settings and advised them to consult with their healthcare provider when making future changes.